Event description:
The fine wire of the seldinger style PICC line insertion kit split in the pt's vein. A small hair's breadth section separated. The facility was able to retrieve the loose segment, but the procedure had to be abandoned as the vein was not usable afterwards.

Manufacturer narrative:
(B)(4). Event is still under investigation.

Manufacturer narrative:
A review of complaint history, device history record, documentation, and quality control was conducted during the investigation. The device was not returned for eval. There is no evidence that the product was manufactured to specs. Based on the info available, no conclusion can be drawn about which wire guide is specific to the complaint event and no conclusion can be drawn about what the specific root cause may be. The appropriate internal personnel has been notified and we will continue to monitor for similar events.